Event description:
A home patient (hp) contacted global technical services regarding a check patient line alarm that occurred on the homechoice (hc) unit during fill 1. The hp stated he had a lot of air in the patient line. The technical service representative (tsr) advised the hp to cycle power to clear alarm and end therapy to start over with new supplies. The tsr advised the hp to make sure the patient clamp was open during the priming. There was no patient injury or medical intervention reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a check patient line alarm. The reported condition was not confirmed due to lack of product sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of the incident was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). Sample availability and lot information are unknown at this time. Should any additional information become available, a follow-up report will be submitted.